Event description:
Medtronic received a report that a kink was observed on a solitaire stent tip during hydration. The patient was undergoing surgery for treatment of a ischemic stroke located on the m1 of the left middle cerebral artery. The mrs bassline prior was 2 and during procedure was 3. Nihss bassline score was 13 and dropped to 6 post procedure. Tici baseline score was 0 and post procedure score was 2. It was noted that no intravenous tissue plasminogen activator IV tpa was administered, and there was 1 pass with the device. Vessel tortuosity was moderate and stroke onset to reperfusion time was 4 hours. It was reported that after opening the sfr-6-30 stent, it was observed during the stent hydration process that the stent tip was kinked. The surgeon believed that the stent had a quality problem and replaced it with a stent of the same model, and the thrombus was successfully removed. All devices were prepared as indicated in the IFU. No patient complications were associated with this event. Additional information was received reporting that there was no damage or evidence of tampering to the device packaging. No damage was found immediately after opening the package; damage at the tip was noted during the hydration process. The cause of the damage was not determined.

Manufacturer narrative:
Product analysis ¿ as found condition: the solitaire fr device was received for analysis packaged inside a shipping box and a clear biohazard plastic pouch. The device¿s original outer carton, inner pouch, and dispenser coil were not included in the return. ¿ visual inspection / damage details: the solitaire fr device was returned within its introducer sheath, with the stent¿s finger markers protruding from the distal end of the sheath. Inspection of the introducer sheath identified damage at two locations from the distal end, a flattened ~ 1.0 cm and a stretched ~1.5 cm. The pusher exhibited no bends or kinks, and the stent remained securely attached. The marker coil, attachment zone, proximal marker, and glue domes were all observed to be in good condition. The non-working length teardrop strut was found to be bent. Within the working length, the struts appeared overlapped and included one broken strut as well as an additional bent strut. The finger markers were observed to be in good condition. ¿ testing / analysis: the solitaire fr stent was advanced out of its introducer sheath and was observed to have fully exited the sheath. However, due to damage to the sheath, the proximal end of the marker coil could not be advanced any further, requiring the stent to be withdrawn proximally. The broken stent strut was sent out for sem analysis failure. Per the sem report, the broken end exhibits fracture features consistent with a tensile overload failure. ¿ conclusion: based on the device analysis and the information provided, the reported issue of ¿kink/damaged¿ was confirmed. The returned solitaire fr stent exhibited a bent strut near the finger markers, along with additional damage including a bent teardrop strut, overlapping struts, and one broken strut. Damage can occur due to an impact from an unknown source prior to being opened, damage during storage, user-related, or manufacturing-related (e.g., operator handling damage, missed inspection). Although it was reported that there was no visible damage or evidence of tampering to the device packaging, this could not be verified because the packaging was not returned. It was also noted that the damage was not identified upon opening the package but rather during the stent preparation process. It is possible that the issue occurred during preparation; however, the root cause of the damage could not be determined. Regarding the damage condition of the introducer sheath found, the cause of the damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.